Event description:
The customer reported the device failed preventive maintenance, not passing flow rate for calibration. There was no patient involvement reported.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper pressure sensor assy for pressure occlusion failure. A review of the device history record for (B)(6) was performed from date of manufacture (B)(6) 2015 to present date (B)(6) 2021, and note that this device has been returned for service once, which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there was a production failure q6 200214303 for out of specification, which does not correlates to the customer reported issue. This will be escalated to cad management for further investigation. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the upper pressure sensor for patient - side occlusion failure. A patient side (lower) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA (B)(4) for pressure sensor.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 01oct2015 to present date 20jan2021, and note that this device has been returned for service once, which correlates to the customer reported issue or service repairs.

Event description:
The customer reported the device failed preventive maintenance, not passing flow rate for calibration. There was no patient involvement reported.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported the device failed preventive maintenance, not passing flow rate for calibration. There was no patient involvement reported.